Manufacturer narrative:
In review, it was noted that the following information was inadvertently not captured in the initial emdr report; therefore, it has been included in this supplemental report: the metal instruments used in the operation were only the hooks, used to rotate the lens and healon needle (referred to as healon needle however later clarified that the viscoelastic was not healon, but a competitor device). The lens will not be explanted because of there is no problem with the visual acuity, and the surgical video was not stored. Additional information provided indicated that the surgeon thinks the metal piece came from the pcb00v device. The customer uses a competitor's brand of healon product (opegan hi (0.85ml), santen). Therefore, the following field has been updated accordingly: concomitant medical products: pegan hi (0.85ml), santen. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). Only slit photos were received from the account which were evaluated with the preloaded manufacturing subject matter expert, for the reported condition. Due the photo resolution the presence of a debris or metal can not be determined. Complaint could not be verified. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the product was reviewed and no non-conformance reports were found associated to this production order number (po). The product was manufactured and released according to specifications. A search in the complaint system revealed that no other complaint has been received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, the lens remains implanted to date. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a metal piece was observed at inspection using the slit after the cataract surgery was carried out. Reportedly, the metal piece is still in the eye and the doctor is monitoring the situation, judging that the vision was not adversely affected. There was no patient injury reported. No other information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.